Event description:
During the passage of the passeo-18 peripheral dilation catheter, the balloon was introduced into a pre-dilated mildly calcified lesion in the posterior tibial artery. However, at a pressure of 10 atm, the balloon ruptured. The device was withdrawn, no part remained in patient.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
During the passage of the passeo-18 peripheral dilation catheter, the balloon was introduced into a pre-dilated mildly calcified lesion in the posterior tibial artery. However, at a pressure of 10 atm, the balloon ruptured. The device was withdrawn; no part remained in patient.